Event description:
It has been reported the procedure was in the subclavian vein with no stenosis or tortuosity. The hi-torque 014 bhw hydro 190cm guide wire and the ht powerturn 190cm guide wire could not be seen during procedure. The radiopacity tip mark of both guide wires could not be visualized. Another ht bhw guide wire was used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The ht powerturn guide wire referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported poor visibility of tip marker. Factors that may contribute to poor visibility of tip marker include, but are not limited to, coil size, coil material properties, solder length, solder material, interaction accessory devices, imaging technique, or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported poor visibility of tip marker. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device problem code 1494 was removed.